Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their device does not seem to be working. Patient stated sometimes when they stand up they get a rush of urine. Patient said this has been going on since they had the device implanted and has been happening here and there. Patient also said when they get up out of a chair or sometimes even off their bed it feels like there was a bubble of urine that just comes out. Patient tried to adjust stimulation up and said it would not let them go past 6.5. Patient asked if they should try a different program. Reviewed therapy information and general programming guidance. Patient mentioned when they change programs their stimulator will automatically turn off which is normal. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.

Event description:
Additional information was received from the patient. Patient called back and stated they are still having issues and do not know how to make adjustments. Patient stated they have not discussed this with hcp yet. Patient said they have recently had mris done. Agent reviewed connecting to ins, patient saw device not responding message on handset, patient repositioned communicator and was able to connect to ins during the call. Patient confirmed therapy was on. Patient confirmed MRI mode had been activated for mris. Patient stated they could feel program 6 in their "hiney" and have had diarrhea and wanted to know if that was caused by program 6. Agent reviewed role of patient services. Agent reviewed therapy adjustment options and program function. Patient confirmed they had a better understanding of therapy adjustments now. Patient said they had been changing programs a lot recently. Patient redirected to follow up with hcp regarding symptoms and therapy adjustments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.